Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen and the screen was hard to read. The customer blood glucose level was unknown. Customer also stated that the insulin pump had random no delivery alarms. The device will be returned for analysis.